Manufacturer narrative:
Due to character restriction in block e1. Initial reporter is (B)(6). Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected fields: e3, e1 (initial reporter, event site email. The fse reported that the display and video generator board are scheduled for replacement. Both the display (0160-00-0127) and video generator board (0670-00-1182) were replaced and the repair was complete. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received the following parts associated with this complaint: part number 0160-00-0127 assy, display top lcd rohs, serial number n/a. Part number 0670-00-1182 pcba, video generator serial number (B)(6). These parts were received with a reported unit failure of a display problem was found on the screen. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed part number 0160-00-0127 assy, display top lcd rohs, serial number n/a into the cardiosave test fixture serial number (B)(6) and tested the display to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. After 1.5 hours the fat dept. Could not replicate a display problem. The display passed testing. The fat dept. Then proceeded to install part number 0670-00-1182 pcba, video generator serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the display to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. After three hours of total run-time, the fat could not replicate the complaint of a display problem. The video generator board passed testing. Retaining the parts in the fat dept. Per procedure number 0002-07-d008 rev. Au.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the one-year inspection by getinge service, a display screen malfunction was found in cardiosave intra aortic balloon pump, there was no patient involvement.